Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: gastric sleeve. Event description: dr. (B)(6) reported that the sleeve of the trocar is lacerated when inserting it into the patient. He had the impression that the sleeve "bent". Trocar was replaced by another. The patient was not affected. Additional info received from rep via email on 10aug2017: according to the user, the sleeve was frayed and/or torn at the lower edge. Type of intervention: n/a patient status: according to dr. (B)(6), patient was not affected.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a misshapen cannula tip. A small fracture was also observed at the tip. Based on the condition of the returned unit, it is likely that the fracture was caused by an instrument that was used during the procedure. For the misshapen cannula tip, it is likely that the cannula tip was exposed to heat . The probability and criticality of harm resulting from these failures have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from sales representative via email on 7sep2017:the cannula was fractured during the insertion.